Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch #252c59. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damaged. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 252c59, and no non-conformances were identified. The lot#221c71 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? -no consequences 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? -no change.

Event description:
It was reported that during a laparoscopic radical cystectomy, after the fire, noted staples not formed well. Cut some tissue and changed to another reload to complete the operation. There was no patient consequences.